Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 had intermittent failures. A field service engineer (fse) found that the row c was not detected on the bus. Verified row boards and back boards were displaying proper lights. Reseated all cables and wires, then rebooted, confirmed operability in hardware test application and completed testing, launched application, but drawer 5 remained unrecoverable. Fse replaced pyxie bus module control board, rebooted, and launched directly to the application, but the drawer still unrecoverable. Fse then replaced retractor band, rebooted, and launched directly to the application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 had two cubies that were not detected on bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.